Event description:
The home pt reported that last week they received a se 2240, cleared the alarm and ended therapy. The home pt reported they set up with the same supplies, reconnected themselves to the homechoice set and completed therapy. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.